Event description:
It was reported that a mechanical failure of a valve lead to csf overdrainage. The valve was tested in the operating room and replaced with a programmable valve. No info was provided regarding the impact to the pt.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.